Manufacturer narrative:
Continued postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV, peri-implant fluid.

Event description:
Medical staff reported right side "baker iii/IV capsular contracture" and "minimal bilateral peri-implant fluid". Device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV" and "minimal bilateral peri-implant fluid." Healthcare professional later reported capsular contracture baker grade IV and rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarification for d: only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV" and "minimal bilateral peri-implant fluid." Healthcare professional later reported capsular contracture baker grade IV and rupture. Device has been explanted and replaced with non-allergan device.